Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the left ventricular (lv) lead implant procedure, the lead became sticky after use of two different competitor guide wires. The lv lead was removed and replaced with a different lv lead. Upon use of the new lv lead there was no viable thresholds. The lv lead was removed and a different lead was used to complete the procedure. No patient complications have been reported as a result of this event.